Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the date of each patient procedure? Unknown. Were all three procedures total knees? Unknown. What layer of tissue was being sutured when the fixation tab broke off? Capsule. Was there any adverse patient consequences? No. Was there any surgical or medical intervention required as a result of this event? No. What was the location of the fixation tab breakage initiation or termination end? Tab broke where it joined the suture. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee surgery on an unknown date and suture was used. During the first pass to seat the tab, it came in contact with tissue and the tab broke off where it joined the suture. Great force was not applied when seating the tab. Another like device used to complete the procedure with no adverse patient consequences.